Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was no energy output from the device during a laparoscopic hysterectomy. The surgical time was extended by more than 30 minutes. The pt has been reported to be in good condition.